Event description:
Additional information was provided where the arthrex subsidiary employee stated the anchor was placed, and at the moment of pulling the suture to see if it was well anchored, the eyelet of the anchor with everything and the suture that stops it came out. The body of the anchor remains inside the bone. The patient had good bone quality. The drill bit indicated for the 2.9 pushlock was used to prepare the bone. All fragments were recovered the patient. The doctor used another pushlock anchor and a non-arthrex anchor. There was a delay of approximately 10 minutes, which was the time needed to retrieve the remaining part of the anchor. There was no additional anesthesia administered.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the eyelet of the device was damaged. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/27/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1923bc suture anchors suture and the peek eyelet of the anchor were removed, leaving the anchor body inside the bone. This occurred during a shoulder arthroscopy when the anchor was placed and the suture was pulled to verify its fixity, the suture and the peek eyelet of the anchor were removed, leaving the anchor body inside the bone.